Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 415cc mentor memorygel breast implant and experienced postoperative left-sided rupture. An unspecified body scan was performed, and the result indicated the left-sided rupture. As a result, the patient underwent unilateral removal and replacement with (catalog #: shpx415, left serial #: (B)(4). ) on (B)(6) 2021.